Event description:
The customer alleges his wife obtained back to back results of 250 and 55 mg/dl on his meter. The customer was hypoglycemic, ate watermelon and took a bolus of 8 units of humalog via his insulin pump. Two and one-half hrs later, his wife treated him with glucose gel and glucagon during a hypoglycemic event. Controls were not run. Return requested and replacement was sent.